Event description:
Sprint fidelis rv lead replaced due to recall.patient with a history of non-ischemic cardiomyopathy and implantation of a bi-ventricular ICD for primary prevention, whose device has reached elective replacement indicator (eri). She additionally has a sprint fidelis rv lead. The lead has been stable on interrogation but the patient adamantly requested a change of leads. She presents for lead extraction and elective generator replacement (egr).what was the original intended procedure?lead replacement.device #1is this a laboratory device or laboratory test?no.